Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Device also received with cracked case(battery tube).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call blank display anomaly and cosmetic damage on the insulin pump. Customer¿s blood glucose level was 298 mg/dl. Troubleshooting for blank display was performed. Customer advised they changed the battery, however the insulin pump remained blank. Customer advised the insulin pump had many cracks and lots of damage. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.